Manufacturer narrative:
Per tandem¿s t:slim g4 user guide: humalog has been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Humalog was tested for up to 48 hours as labeled. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level for 3 days in december (250 mg/dl). A bolus via the pump was delivered to address bg level. Customer stated that the pump was connected to a power source at 15% and became hot while charging. Customer believes that the heat degraded the insulin causing the elevated bg level. Customer stated no temperature alarms occurred. Reportedly, the customer used humalog in the cartridge for 3 days. The customer was educated regarding the labeling instructions for humalog. A recommendation was made for the customer to discuss elevated bg levels with their healthcare provider.